Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: did the knife cut? Cutline complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Has this any impact on the patient, the surgery or the healing process? Since there was bleeding, is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? How much blood did the patient lost? Was a transfusion required? Was the conversion to an open procedure only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the gun was placed across the pulmonary vein (pv). They waited fifteen seconds and fired. The surgeon saw the vein being pushed forward and had not stapled the vein, though the staples were deployed. The gun was left in situ. The surgeon converted to a thoracotomy to access the pv. He completed the lobectomy, leaving gun in place and then tied off the pv. He then removed the gun and oversewed with 4-0 prolene. The patient was taken back to theatre in the night due to bleeding. The surgeon that had taken the patient back found no cause of bleeding. The patient is now stable.

Manufacturer narrative:
(B)(4). Additional information received from surgeon: the device was loaded by a very inexperienced nurse. The device was closed and fired with nothing unusual noted. Bleeding was noted immediately after opening device so he reclosed and performed a thoracotomy. The pv was tied off and over-sewed. He recalls that the device seemed ¿blocked¿ and was difficult to open the second time. He believes that the source of the bleeding was a 2-3mm proximal portion of the staple line had not been stapled. Did the knife cut? Cutline complete? Yes but not complete ¿ proximal end (nearest shaft) not completely stapled on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Powered gun was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Manual opening used to open jaws. Reverse button not used. Has this any impact on the patient, the surgery or the healing process? Patient was converted to thoracotomy. Prolonged healing process. Since there was bleeding, is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? No transfusion required. No haemodynamic instability. Was the conversion to an open procedure only caused by the difficulties with the device? Yes. Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? No. Where was the vessel positioned within the jaws of the device? Within the centre of the jaws ¿ within the minimum cut line. Is there any other additional information you would like to share about this device or procedure? Yes. The bleeding was from the proximal end of the staple line (nearest the shaft of the gun). The bleeding was severe (not oozing) as if proximal staples may not have been deployed? The analysis found that one pve35a device was returned in good visual condition and with one vasecr35 cartridge loaded in the device. The cartridge reload was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additionally the damage to the cartridge is consistent with the device being clamped over a hard object. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cutting issues were noted during functional testing.